Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was cut on ok button and was peeling from the base. All of the keypad buttons were responsive. Contamination was found on all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).